Event description:
Found during routine testing after installing new battery. Customer called and reported that device, when powered up, the display only indicates black bars and won't boot up. There was no pt associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not completely boot up. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly in the failure analysis center, but could not reproduce the reported problem and root cause could not be determined.